Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly after tha the patient began experiencing discomfort in the area of the device. It is further alleged that "workup revealed increased levels of metal ions in the patients blood" and "based upon this finding and in light of patient's worsening symptoms he was taken back for revision surgery."